Event description:
It was reported that a malfunction alarm occurred with a displayed code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to follow up and reset the pump to address the malfunction.